Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported tip detachment was confirmed. The reported difficult to position and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the guide wire during advancement resulted in the noted tip damage (stretched) resulting in the reported difficulty to position, the reported difficulty to remove and ultimately resulting in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 4.0x18 mm xience alpine stent delivery system (sds) could not advance over 0.14 guide wire. Resistance was felt during removal of the sds from the guide wire and the tip separated onto the guide wire. The guide wire was in the patient, the sds did not enter the patient anatomy. The sds and the guide wire were removed and a new xience alpine and guide wire were used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.